Event description:
The lateral poly insert lifted from the tray when the knee was brought through range of motion during surgery. The poly insert was cemented into the tibial tray.

Manufacturer narrative:
The lateral poly insert lifted from the tray when the knee was brought through range of motion during surgery. The poly insert was cemented into the tibial tray. Review of the device history record indicates that the device was manufactured to specification.